Event description:
The pt had bilateral subcutaneous mastectomy with immediate breast reconstruction in 1983 using the silicone gel filled 235cc implants. The pt had radial fatigue and arthralgia in the hands and a great deal of concern over future complications she has class iii capsular contractures of both implants. On xeromammogram examination, both implants appear to be ruptured. Ultrasound confirmed an intracapsular rupture with the right and an extracapsular rupture with silicone granuloma formation on the left side. The capsulectomy is medically necessary because of bilaterally ruptured implants and silicone granuloma of the left side.